Manufacturer narrative:
Though requested, no additional information has been provided. The lens was not returned for evaluation. Based on the limited current information, the root cause of the alleged opacification cannot be determined. Because the lens cannot be analyzed it is not possible to confirm whether the opacification that was observed by the physician is due to calcification or some other mechanism. Three (3) major types of calcification have been identified. The primary form refers to calcification that is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Various mechanisms explaining the formation of mineral deposits have been suggested. The underlying pathogenetic mechanisms of delayed postoperative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environmental factors may be involved. This product has been discontinued. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary.

Event description:
It was reported that the intraocular lens (iol) was explanted due to presumed calcification approximately nineteen years post implant. The explanted lens was discarded by the hospital. Though requested, no additional information has been provided.

Manufacturer narrative:
There are no changes to the previous conclusions based on the new information.

Event description:
The presumed calcification was observed in the eighteenth year after implantation. The lens was explanted from the left eye three months later. The patient has recovered.